Manufacturer narrative:
The current complaint is pending investigation from our contract manufacturer, and we will provide follow up MDR upon investigation completion such as review of batch records or testing of retention samples. Any additional information received by acon may be provided to FDA in a follow up MDR.

Event description:
Invalid results. Customer had 2 tests with no results. She confirmed she did everything correctly. She send a picture of the cassette and the qr code shows a lot of cov4080002. She bought the kit from local place called town and country.

Manufacturer narrative:
Case outcome: batch records for final product manufacture and qc record for cov3120010 and cpus240982 were reviewed and no abnormal issue was found in manufacturing process, technical testing and quality control inspection, and the manufacturing process is complied with dmr. The test results of retention samples from cov3120010 and the cpus240982 met the qc criteria. We have not found the complaint issue from the retained cassettes. The complaint is not verified the following fields are updated: b4, "date of this report" - date of this follow-up report. G6, "type of report" - follow-up #1 h2, "if follow-up, what type?" - added "device evaluation" and "additional information" h3: retention lot was evaluated. H6 "adverse event problem" - event problem and evaluation codes are updated. H11 "additional narrative/data" - updated manufacturer's narrative.

Event description:
Invalid result(s). Customer had 2 tests with no results. She confirmed she did everything correctly. She send a picture of the cassette and the qr code shows a lot of cov4080002. She bought the kit from local place called town and country.